Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient experienced multiple episodes of ventricular tachycardia. The device failed to deliver atp therapy and when the therapy was delivered, it was unsuccessful in breaking the vt rhythm. Programming changes were recommended.